Manufacturer narrative:
Concomitant products: product ID 377745, lot # n0032716, implanted: (B)(6) 2005, product type lead; product ID 3708140aa, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140aa, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 377745, lot # n0032872, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had physically recovered from the ins replacement. After surgery, the impedances were fine and the rep didn¿t know if there were any issues prior to surgery. It was then reported there were high impedances on electrodes that were involved with the patient¿s therapy. With the reference as 0, electrodes 7, 15, and 13 were showing impedances greater than 10,000 ohms. With repeated impedances tests, 13 went away. The rep and physician were trying to determine if it was the lead, extension, or battery causing the issue or just a bad/loose connection somewhere. The patient recently reported to the rep that he had fallen off a ladder a long time ago (somewhere between being implanted and the present), but had landed on his feet and shattered his ankle. The patient had not previously told anyone about the fall and hadn¿t seen a physician for approximately 3 years. X-rays were going to be performed to visualize extension tails in the ipg. X-rays were performed. After looking at the x-rays it was undetermined whether there were any issues with the lead placement or not. Impedances were not consistent with one of the leads. At the time of this report he was not happy with the therapy as coverage wasn¿t good. They had never been able to get stimulation down to the left foot. The rep saw the patient on (B)(6) 2014 and reprogrammed him. The patient was receiving good therapy after reprogramming. No other interventions were planned and the patient did not want any surgical interventions. It was unclear which electrodes were involved in the patient¿s therapy, as the aforementioned electrodes were both reportedly ¿involved with the patient¿s therapy¿ and ¿not used for therapy at this time.¿

Event description:
It was reported that the patient woke up in the night, got out of bed and ¿felt pain in back sharp.¿ the patient stated it may have just been from twisting when standing. High impedance of >10,000 ohms was observed. There was also one report of ¿>100,000¿ ohms. The electrodes with this issue were described as ¿(B)(6) 2014 lead 7, 13, 14, and 15; (B)(6) 2014 7, 15, and 13.¿ however, 13 was cleared after re-running impedance. The impedance issue occurred after surgery. The leads that were affected were not used for therapy at this time. The patient was receiving adequate stimulation at this time. It had been discussed with the managing physician as well as the patient. At this time, both the patient and the managing physician wanted to follow and see if the patient continued to receive adequate therapy. Actions required as a result of the event included reprogramming. Diagnostic testing or troubleshooting included impedance testing and reprogramming. The cause of issue was not determined. The product status was implanted and remains in service. It was unknown if there were any patient symptoms or complications associated with the event. The patient status at the time of this report was alive with no injury.